Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 300, 87 and 114mg/dl. Tests were done 10 minutes apart, patient did not experience any adverse events. No further information has been reported.